Event description:
The user facility reported a 40-year-old male patient was implanted with an impella device for mechanical circulatory support. During support, blood was seen coming from the red plug. As a result of the noted issue, the pump was replaced for ongoing support. There was no reported harm to the patient.

Manufacturer narrative:
The device was returned and an evaluation was completed. In regards to the reported leak, a visual inspection was performed and a hole in the catheter was identified near the motor housing. Based on the provided information, the cause of the product damage was blood ingress due to a hole in the catheter resulting from improper use. This report is being filed as part of a retrospective review of historical records.